Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The details of the lesion are unknown. The nc quantum apex mr 15mm x 3.00mm balloon ruptured at sixteen atmospheres. It is unknown how many inflations occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.